Manufacturer narrative:
Note that h6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the data lost message was that the battery life ran out. They also reported that the device and leads were replaced (B)(4) 2022.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the pt has been seeing data lost on their handset and they are needing to make an adjustment. Caller states pt had a fall and was hospitalized due to being really sore. Caller states pt just got out of the hospital last night. Caller confirmed pt did not experience any changes in therapy due to the fall. However, call states they first noticed this message about a month ago, prior to the hospitalization. Patient services tried walking caller through connecting with implant and caller reports seeing "data lost. Internal device has lost all data." Caller states the only option was to end session or x out of screen. Caller was not able to bypass this message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller states pt has an appointment to see follow up doctor, dr. First name asked/unknown (B)(6) at (B)(6) tomorrow. No symptoms reported.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the pt has been seeing data lost on their handset and they are needing to make an adjustment. Caller states pt had a fall and was hospitalized due to being really sore. Caller states pt just got out of the hospital last night. Caller confirmed pt did not experience any changes in therapy due to the fall. However, call states they first noticed this message about a month ago, prior to the hospitalization. Patient services tried walking caller through connecting with implant and caller reports seeing "data lost. Internal device has lost all data." Caller states the only option was to end session or x out of screen. Caller was not able to bypass this message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller states pt has an appointment to see follow up doctor, dr. First name asked/unknown (B)(6) at (B)(6) tomorrow. No symptoms reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.